Event description:
Analysis of the device revealed that the stent was partially protruding through the microcatheter's distal end. There was no reported clinical consequence to the patient.

Event description:
Analysis of the device revealed that the stent was partially protruding through the microcatheter's distal end. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis of the returned device revealed that the inner body bumper marker was butted against the stent proximal marker and the stent was partially protruding through the outer body distal end. During functional testing, inner body friction was experienced as the stent was being deployed. The inner body was found bent on its proximal shaft. No anomalies were found on the outer body, coating and dual tapered tip. The dimensions which could be measured for the outer body, inner body and stent were conforming to their required dimensional specifications. Additional information indicated that the patient¿s anatomy was tortuous. It is probable that vessel tortuosity limited the performance of the device resulting in the damages observed and partial stent deployment. Therefore, a root cause of operational context has been assigned to this investigation.